Event description:
On (B)(4) 2012, the following information was provided: during a pancreatic brushing, while trying to put the brush out of the catheter, the brush handle broke. The brush never came out of the handle. The brush was primed with water. The information did not reasonably suggest a reportable event had occurred. On (B)(4) 2012, the product was received for evaluation. In addition to confirming the reported brush handle breakage, we confirmed the brush tip is broken and a small section is missing. Tip detachment has been established as a reportable occurrence. The laboratory results were communicated to the initial reporter. The reporter confirmed no portion of the device detached in the pt. The detached section was in the endoscope. The endoscope was taken out of the pt and the broken piece was then retrieved from the endoscope. The initial reporter indicated a section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pinvise handle is broken and has separated from the remainder of the device. The handle cannula has kinked and is broken. The brush remains inside the distal tip of the catheter. However, the coil spring tip of the brush is stretched. The tip weld at the end of the coil spring is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A break in the pinvise in the handle, as observed, can occur if the device experiences excessive force during an attempt to extend the brush. Difficulties in brush extensive can occur if the brush handle is moved back too far, and then pushed back into place. The instructions for use for this product line instruct the user not to retract the end of the brush beyond the radiopaque band on the catheter, as damage to the device may occur. Damage to the tip can occur if the device experiences excessive pressure during product handling. Prior to distribution, all cytomax ii double lumen biliary cytology brushes are subjected to a visual inspection and functional test to ensure proper workability and device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.